Manufacturer narrative:
Block b3: exact date unknown, event occurred sometime in january 2026 prior to the date the manufacturer became aware.

Event description:
It was reported that the patient was experiencing pain at the implantable pulse generator (ipg) site. The patient underwent a spinal cord stimulator (scs) system explant procedure and was doing well postoperatively. The explanted device components were not returned.